Manufacturer narrative:
One hotline 3 blood and fluid warmer was returned for analysis in poor condition. Upon visual inspection dried blood was observed on the enclosure, an old pcb, an old power switch, noisy pump, rust inside the heater, corroded pole clamp and a cracked front cover. The tank was filled with water, line cord was plugged in and the unit was powered on; confirming the complaint. Based on the evidence the root cause is unknown as it's not certain as to why the cable was disconnected from the display.

Event description:
Information was received indicating that the display on a smiths medical level 1 hotline 3 blood and fluid warmer was noted to not be connected to the pcb. There were no reported adverse effects.